Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was initially implanted on (B)(6) 2023. Imaging on (B)(6) 2023 showed the electrode was not in the cochlea. The recipient underwent revision surgery on (B)(6) 2023.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was repositioned. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device has been activated successfully. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.